Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of normal saline. The customer contact reported that during priming of the tubing set prior to patient use, the tubing set separated from the inlet port of the filter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.